Manufacturer narrative:
It is unknown if the device was pulled from the hub or if the torqued/steering excessively during the procedure. It is unknown if the device was torqued against resistance or if the device was kinked/twisted at the area of separation. Resistance was not met while advancing the device; however, resistance was met while withdrawing the device. The catheter fractured in two about 2/3 of the device in the iliac artery about. The proximal portion has been removed over the guide wire, and the broken part had to be removed with a lasso. The distal portion of the separated catheter did not migrate through the patient. It is unknown if the procedure was completed when the separation had occurred. No consequences for the patient. A procedural film is not available. (B)(6) the device is available to be returned for analysis, however, it has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, at laying an aortic stent, the catheter fractured in two about 2/3 of the device in the iliac artery about. The proximal portion has been removed over the guide wire, and the broken part had to be removed with a lasso. It was reported that there had also been resistance during withdrawal of the device. No consequences for the patient. The intended procedure and vessel characteristics of the iliac artery are unknown. For the procedure, a supertorque diagnostic catheter was opened. The device was not resterilized. There were no anomalies noted when the device was removed from the packaging and there were no anomalies noted during prep. It is unknown if the device was inserted through a stopcock instead of a hemostasis valve. )

Manufacturer narrative:
Updated complaint conclusion with product analysis: as reported, at laying an aortic stent, the catheter fractured in two in the iliac artery. The proximal portion has been removed over the guide wire, and the remaining portion had to be removed with a lasso. It was reported that there had also been resistance during withdrawal of the device. No consequences for the patient were reported. The intended procedure and vessel characteristics of the iliac artery are unknown. For the procedure, a supertorque diagnostic catheter was opened. The device was not resterilized. There were no anomalies noted when the device was removed from the packaging and there were no anomalies noted during prep. It is unknown if the device was inserted through a stopcock instead of a hemostasis valve. It is unknown if the device was pulled from the hub or if there was excessive torquing/steering during the procedure. It is unknown if the device was torqued against resistance or if the device was kinked/twisted at the area of separation. Resistance was not met while advancing the device; however, resistance was met while withdrawing the device. The catheter fractured in two about 2/3 of the device in the iliac artery. The proximal portion has been removed over the guide wire, and the remaining portion had to be removed with a lasso. The distal portion of the separated catheter did not migrate through the patient. It is unknown if the procedure was completed when the separation had occurred. No consequences for the patient. A procedural film is not available. One non-sterile diagnostic cath mb 5f pig 110cm 6sh was received for analysis coiled inside a plastic bag. The body was received separated at 25.5cm from distal tip. 6 out of 20 marker bands were found moved/ out of position at the distal section of the unit. The distal section of unit was observed under vision system and the marker band marks on unit¿s surface did not present evidence of damage (scratches, peelings, abrasions, etc). However, the unit presented elongation on catheter body from 12cm to 14cm from distal tip. Elongated length measured 2cm. Only marker bands 1 to 13 remained in their original positions. (The position of the marker bands is numerated from the distal tip end to the hub). No other anomalies were found. Even though the unit was received separated, the unit was introduced through a 5f catheter sheath introducer and no friction/resistance was felt. The catheter ID and od of body shaft was measured at different parts as well as the distal section measured between marker bands and also near to the separation area and results were found within specification, except in the elongated sections. Review of lot 17346591 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint reported by the customer "catheter (body/shaft) - separated-in patient (peripheral)" was confirmed by the conditions in which the catheter was received. The exact cause of this condition could not be conclusively determined, however sem results showed that the separated sections of the outer member presented with elongations and frayed edges. The event of "catheter (body/shaft) - withdrawal difficulty" reported by the customer was not confirmed since during functional analysis no anomalies were found. The exact cause of the reported event condition could not be conclusively determined. The cause of the "marker bands moved" condition found could not be conclusively determined; however it does not appear to be manufacturing related. According to the product instructions for use, manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Furthermore, if resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm the catheter positioning under high quality fluoroscopic observation. Neither the DHR review nor the analysis suggests that the event is related to the manufacturing process. Therefore no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
The device has been received for analysis. However, the engineering report is not yet available. The analysis and additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, at laying an aortic stent, the catheter fractured in the iliac artery. The proximal portion has been removed over the guide wire, and the broken part had to be removed with a lasso. It was reported that there had also been resistance during withdrawal of the device. No negative consequences for the patient were reported. The intended procedure and vessel characteristics of the iliac artery are unknown. For the procedure, a supertorque diagnostic catheter was opened. The device was not resterilized. There were no anomalies noted when the device was removed from the packaging and there were no anomalies noted during prep. It is unknown if the device was inserted through a stopcock instead of a hemostasis valve. It is unknown if the device was pulled from the hub or if the torqued/steering was excessive during the procedure. It is unknown if the device was kinked/twisted at the area of separation. Resistance was not met while advancing the device; however, resistance was met while withdrawing the device. The catheter fractured in two in the iliac artery. The proximal portion has been removed over the guide wire, and the broken part had to be removed with a lasso. The distal portion of the separated catheter did not migrate through the patient. It is unknown if the procedure was completed when the separation had occurred. No consequences for the patient. A procedural film is not available. The product was not returned for analysis. Review of lot 17346591 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, procedural factors, such as excessive force, may have contributed to the reported event. Users are cautioned that torquing the catheter excessively may cause damage to the product and/or, specifically, result in possible separation along the catheter shaft. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.